Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008 and left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported patient allegations of toxic levels of cobalt chromium, tissue/bone destruction, pain, metallosis and adverse reaction to metal debris. Legal counsel for patient alleges that a right hip revision procedure took place on (B)(6), 2013 in which components were removed and replaced with a competitor acetabular system and a biomet head. Patient's legal counsel further alleges that a left hip revision procedure occurred on (B)(6), 2013 in which components were temporarily removed and replaced with competitor antibiotic cement and biomet all poly acetabular cup. Review of invoice history confirmed all surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the right hip revision. Invoice history also confirmed that the acetabular cup, modular head and taper adapter were removed and replaced during the left hip revision. Additional information received from patient's legal counsel alleges discomfort, dysfunction, soreness, swelling, inflammation, and loss of range of motion and mobility. Patient's legal counsel also alleges presence of white cloudy fluid and a pseudotumor during the right side revision and presence of pseudotumor and black material consistent with metallosis during the left side revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1. ¿material sensitivity reactions.¿, number 2. ¿early or late postoperative infection and allergic reaction.¿, and number 14. ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2014-00419 / 00422 and 00480 / 00481).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008 and left total hip arthroplasty on (B)(6) 2009. Patient¿s legal counsel further reported patient allegations of toxic levels of cobalt chromium, tissue/bone destruction, pain, metallosis and adverse reaction to metal debris. Legal counsel for patient alleges that a right hip revision procedure took place on (B)(6) 2013 in which components were removed and replaced with a competitor acetabular system and a biomet head. Patient¿s legal counsel further alleges that a left hip revision procedure occurred on (B)(6) 2013 in which components were temporarily removed and replaced with competitor antibiotic cement and biomet all poly acetabular cup. Review of invoice history confirmed all surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the right hip revision. Invoice history also confirmed that the acetabular cup, modular head and taper adapter were removed and replaced during the left hip revision. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008 and left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported patient allegations of toxic levels of cobalt chromium, tissue/bone destruction, pain, metallosis and adverse reaction to metal debris. Legal counsel for patient alleges that a right hip revision procedure took place on (B)(6), 2013 in which components were removed and replaced with a competitor acetabular system and a biomet head. Patient's legal counsel further alleges that a left hip revision procedure occurred on (B)(6), 2013 in which components were temporarily removed and replaced with competitor antibiotic cement and biomet all poly acetabular cup. Review of invoice history confirmed all surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the right hip revision. Invoice history also confirmed that the acetabular cup, modular head and taper adapter were removed and replaced during the left hip revision. Additional information received from patient's legal counsel alleges discomfort, dysfunction, soreness, swelling, inflammation, and loss of range of motion and mobility. Patient's legal counsel also alleges presence of white cloudy fluid and a pseudotumor during the right side revision and presence of pseudotumor and black material consistent with metallosis during the left side revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008 and left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported patient allegations of toxic levels of cobalt chromium, tissue/bone destruction, pain, metallosis and adverse reaction to metal debris. Legal counsel for patient alleges that a right hip revision procedure took place on (B)(6), 2013 in which components were removed and replaced with a competitor acetabular system and a biomet head. Patient's legal counsel further alleges that a left hip revision procedure occurred on (B)(6), 2013 in which components were temporarily removed and replaced with competitor antibiotic cement and biomet all poly acetabular cup. Review of invoice history confirmed all surgery dates and that the acetabular cup, modular head and taper adapter were removed and replaced during the right hip revision. Invoice history also confirmed that the acetabular cup, modular head and taper adapter were removed and replaced during the left hip revision. Additional information received from patient's legal counsel alleges discomfort, dysfunction, soreness, swelling, inflammation, and loss of range of motion and mobility. Patient's legal counsel also alleges presence of white cloudy fluid and a pseudotumor during the right side revision and presence of pseudotumor and black material consistent with metallosis during the left side revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the january 28, 2013 right hip revision operative report noted that there was no anterior wall present in the acetabulum and further noted the presence of white cloudy fluid consistent with a hypersensitivity aval response and a pseudotumor. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and a competitor's acetabular components. The operative report for the (B)(6), 2013 left hip revision noted the presence of a posterior pseudotumor and black material consistent with metallosis. All components were removed and replaced with the freedom liner system, biomet modular head and a competitor's stem.